Event description:
Device 1 of 2 (see MFR report # 1627487-2010-03191 for device 2 of 2.) The pt was implanted with two percutaneous leads on (B)(6) 2008. It was reported that she was experiencing problems with her stimulation. Diagnostic tests revealed high impedance readings. No x-rays were taken; yet, the physician suspects an issue with the pt's leads. Surgical intervention will be undertaken to replace both devices; however, a date for the procedure has not been set. No further information is available at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.